Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting multiple faults. The technical support engineer (tse) confirmed it was on console 1. The tse had the customer power off the system and removed a blue fiber cable. The system powered on with no errors and the customer continued with the case. This issue was previously reported and had returned. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they powered down the robot, disconnected the dual console, and were able to finish the cases on this system for the day with only the primary console being connected. The caller was not sure if video recording of the case was available for review, but noted that access to that information would be able to be obtained from the surgeon.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) due to the intermittent 32097 errors. The system was tested and verified as ready for use. Isi did not receive the mtm involved with this complaint to perform failure analysis.